Event description:
Our country manager in (B)(6) was contacted by a vns treating physician reporting that their dell x50 handheld would not turn on. The handheld is at the manufacturer pending completion of product analysis.